Event description:
It was reported that the device longevity estimation did not seem correct. It was indicated that interrogation showed a longevity estimate of only two years and the device had only been implanted a few weeks. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1342t, competitor implantable pacing lead, (B)(6) 1999; 7000, competitor implantable defibrillation lead, (B)(6) 2007. (B)(4).